Manufacturer narrative:
Continuation from: section h6 method code:38 additional devices for this complaints: d1: heartware® ventricular assist system - controller ac adapter. D4: controller ac adapter /(B)(4) / model number 1430cg di #: unk d10: yes h3: yes, returned to manufacturer on: 2018-03-27 h5: no h6: device code(s): power source issue c63025; FDA 3010 h6: method code: 10 actual device evaluated; 23 electrical evaluation; 3372 analysis of data log(s); 38 visual inspection. H6: results code: 213 no failure detected. H6: conclusion code: 71 no failure detected, device operated within specification. D1: heartware® ventricular assist system - battery d4: battery/ (B)(4) / model number 1650de / expiration date 02/28/2017 di#: (B)(4). D10: no h3: yes, returned to manufacturer on: 2018-03-27 h5: no h6: device code(s): battery issue c63030; FDA 2885 h6: method code: 10 actual device evaluated; 23 electrical evaluation; 3372 analysis of data log(s); 38 visual inspection. H6: results code: 3213 interoperability problem. H6: conclusion code: 25 quality system deficiency d1: heartware® ventricular assist system - battery d4: battery / (B)(4)/ model number 1650de / expiration date 02/28/2017 di#: (B)(4). D10: yes h3: yes, returned to manufacturer on: 2018-03-27 h5: no h6: device code(s): battery issue c63030; FDA 2885. H6: method code: 10 actual device evaluated; 23 electrical evaluation; 3372 analysis of data log(s); 38 visual inspection. H6: results code: 3213 interoperability problem. H6: conclusion code: 25 quality system deficiency d1: heartware® ventricular assist system - battery d4: battery/ (B)(4) / model number 1650de / expiration date 02/28/2017 di#: (B)(4). D10: yes h3: yes, returned to manufacturer on: 2018-03-27 h5: no h6: device code(s): battery issue c63030; FDA 2885. H6: method code: 10 actual device evaluated; 23 electrical evaluation; 3372 analysis of data log(s); 38 visual inspection. H6: results code: 3213 interoperability problem. H6: conclusion code: 25 quality system deficiency d1: heartware® ventricular assist system - battery d4: (B)(4) - battery / model number 1650de / expiration date 02/28/2017 di#: (B)(4). D10: yes h3: yes, returned to manufacturer on: 2018-03-27 h5: no h6: device code(s): battery issue c63030; FDA 2885. H6: method code: 10 actual device evaluated; 23 electrical evaluation; 3372 analysis of data log(s); 38 visual inspection. H6: results code: 3213 interoperability problem. H6: conclusion code: 25 quality system deficiency one controller (B)(4), four batteries (B)(4), and one controller ac adapter (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries and ac adapter passed visual examination and functional testing. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing, but visual inspection revealed that the controller¿s power port 1 connector was loose with the o ring gasket displaced. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The reported event was confirmed through log file analysis, which revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Momentary disconnections result in an audible tone, this was most likely perceived by the patient as the reported beeps. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Capa00350 is investigating momentary disconnections. The manufacturer has opened an investigation with the supplier to evaluate loose connector the manufacturer has opened an internal investigation to evaluate momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaint: heartware® ventricular assist system - xxxxxxx.. (B)(4) - controller ac adapter / catalog number 1430cg. Di # unk. No, not returned to manufacturer. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 02/28/2017. (B)(4). No, not returned to manufacturer (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that they heard a noise described as a beep or hum, but they were unable to determine whether the source was the battery or the controller. Preliminary analysis of log files indicated that power switching was occurring between the controller and all four batteries. The controller, batteries, and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.